Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown and the patient was not hospitalized for the event. The patient was treated with cefacidale and gentamycin (dose, routes, frequencies, and durations not reported) for the peritonitis. The patient was reported to have recovered from the peritonitis. Action taken with peritoneal dialysis therapy was not reported. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.